Event description:
It was reported intraoperatively, shortly after recapturing the leadless implantable pulse generator (ipg) with the delivery system after a single deployment, that the patient experienced two to one heart block followed by a junctional rhythm. The patient experienced cardiac perforation and cardiac tamponade and they became unresponsive. A code was called and cardiopulmonary resuscitation was initiated. An echocardiogram and pericardiocentesis were performed and blood was evacuated and reperfused via leadless ipg sheath. The leadless ipg and delivery system were attempted not used and later replaced with a transvenous ipg system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [product ID-delsys] (serial: [(B)(6)]). D9: <(><<)>no> medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.